Manufacturer narrative:
All available information was investigated, and the reported physical resistance of the f/e knob and sleeve steering issue were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported physical resistance of the f/e knob and sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 and enlarged atrium, on a patient with a medical history of heart failure. A triclip xtw was inserted without issues. However, while steering down to the tricuspid valve, resistance was encountered while turning the f/e knob towards f. After applying the f knob, when the clip was able to be perpendicular to the valve, and as the handle was pushed forward toward the valve, the shaft appeared to have a hook motion. Therefore, the clip was removed and replaced. One clip was then deployed on the tricuspid valve, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.